Manufacturer narrative:
Product analysis: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated t-wave oversensing associated with the right ventricular lead.

Event description:
It was reported that the right ventricular (rv) lead exhibited t-wave oversensing (twos) and non-sustained ventricular tachycardia episodes were noted. No reprogramming was suggested because the twos was related to the automatic test functions and affects on auto-adjusting sensitivity. The lead remains in use. No patient complications have been reported as a result of this event.